Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure arm 2 maryland bipolar got stuck. Prior to calling user was able to remove the instrument but caller wanted to document it. Error 31009 observed in logs on universal surgical manipulator (usm) 2. The customer will RMA the failed instrument. On (B)(6) 2024, isi followed up with the customer and gathered the following information: the maryland bipolar instrument was stuck on the arm. The staff used the instrument release key. The instrument and cannula needed to be removed together because the wrist was broken and could not be removed. Port incision was not increased in order to remove the instrument and cannula together. No fragment fell off into the patient and there was no tissue damage. The instrument was inspected prior to use with no damage noted. The instrument and cannula will be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the issue with phone support. The issue was resolved by manual removal of the instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.